Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements. Isometrics were done to try to recreate the measurements but instead only produced noise. Measurements were obtained in different configurations, and the device and lead were programmed to distal to can configuration where the shock impedance measurements were within normal range. The system remains in service and the plan was to continue monitoring. No adverse patient effects were reported.